Manufacturer narrative:
Insufficient information provided and at this time we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
Following a laparoscopic procedure when closing the port, a severe skin irritation characterised by swelling, redness and discomfort was observed. The surgeon removed the skin glue and administered steroid injection as a medical intervention.